Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call that he needed assistance with changing the time and date on the device. Customer's blood glucose was 555 mg/dl. Customer treated with the device and insulin injections and blood glucose went down to 297 mg/dl. Customer will not be returning the device for analysis.